Event description:
Per the clinic, the patient experienced pain around the implant plate and coil. Subsequently, the patient developed an infection which was treated with oral antibiotics, however, the issue did not resolve. The implanted device remains.